Event description:
It was reported that the wound tunneling tips with suction were being used in a procedure when they were observed to leak irrigation fluid at the suction joint. Attempts to obtain additional information were made, but were not successful.

Manufacturer narrative:
A follow up report will be filed when the tips have been received and after a quality investigation has been completed. (B)(4): devices not received.

Event description:
It was reported that the wound tunneling tips with suction were being used in a procedure when they were observed to leak irrigation fluid at the suction joint. Attempts to obtain additional information were made, but were not successful.

Manufacturer narrative:
The reported condition was confirmed on the returned tip. Upon visual inspection, it was found that the irrigation tubing coupler was detached from the canal tip body. Therefore, the claimed ¿leak¿ condition could be confirmed.